Manufacturer narrative:
(B)(4). As of this report, the device remains in service. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this patient was unable to interrogate their pacemaker using remote home monitoring. The patient was then seen in the clinic and the field representative was unable to interrogate the device using radio frequency (rf) telemetry, however was successful interrogating the device using wanded telemetry and normal function was confirmed. Device data was downloaded and reviewed by boston scientific engineering. It appeared the device received greater than 32 attempted remote monitoring wakeups in a day, and then shut off rf wakeups for 24 hours to avoid battery depletion. This occurred 9 times. Rf should still work with a programmer, however. It appeared rf was working at one point, but possibly only well enough to receive the wakeup and not respond, or only respond with the acknowledgement to wakeup (which is a short message) and then possibly the longer transmissions would then fail. Data also showed the device never completed a remote monitoring session. Again, this indicates that the device was awakened, but never got a proper session started. Overall, the device received 413 inbound messages on rf; therefore the receiver appeared to be working (or was working). Unfortunately, it is not possible for the firmware to know what link the response went out on (rf or inductive). Other data in the device memory indicated that the rf radio electronic worked appropriately from the firmware's perspective. The radio is calibrated, and the firmware's rf state machine is in the proper state, but the firmware is unable to determine if the transmitter is actually transmitting bits correctly. Engineering concluded that an electrical problem within the transmitter part of the rf circuit occurred. Replacement of the device was recommended.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was able to be successfully interrogated in the laboratory setting. Three separate memory downloads were performed and sent to in-house engineering for review. No alerts were detected. At the time of the memory downloads rf was disabled. Since (B)(6) 2015, the number of rf wakes up frames increased by 3 to 4 times. The number of excessive wakeup errors increased from 9 to 12. This error occurs when greater than 32 wakeups are attempted in a 24-hour time period (by a remote monitoring communicator). Also, the amount of time that the device spent in a failed communicator session increased by 3 to 4 times. Engineering concluded that the device was hearing rf wakeup frames from its communicators, but was never able to start a remote monitoring session. This conclusion is consistent with the initial device memory review from the download taken last july. Additionally, device data was further monitoring in the laboratory setting. Since analysis was first completed, there was no additional remote monitoring activity. There were an additional number of received rf data frames, which means that the rf did come alive in the laboratory setting. Engineers performed the manufacturing automated rf tests on the device and the device passed all testing. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The first remote monitoring communicator used in the field was returned, analyzed and passed all testing. The second communicator used in the field was not returned.